Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pain, exposure and sui. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.